Manufacturer narrative:
The insulin pump powered up properly after battery installation. No critical pump error (open book image) alarm noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. Critical pump error (open book image) alarm not confirmed. Insulin pump received with serial number label damage/faded. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had received critical pump error. The customer's blood glucose level was unknown at the time of the incident. The insulin pump had an x with an arrow and a question mark. The customer reported that he received an open book image on the insulin pump screen. The customer was assisted in troubleshooting. The customer also reported that the serial number sticker was rubbed off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. He was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.